Manufacturer narrative:
The device was serviced by a service technician as part of preventative maintenance. Functional testing and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f-38 alarm was identified during functional testing. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. No additional information is available.